Event description:
The hosp lab reported sparking from the inform power supply of the inform test system in the hosp setting. No pt or personnel injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.